Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 10 devices had investigation types that have not yet been determined. 2 devices were received. Evaluation findings (results/components): 10 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 2 devices: wear problem, no device problem found / housing. Product disposition: 2 devices: serviced and returned to customer. 10 devices: product disposition is not yet determined. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 12 events for the failure: overheating of device. 10 events had no health consequences or impact. 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99465. Supplemental rationale. Corrected data: b5, h6, h11. 12 previously reported events were included in this follow-up record. Product return status. 7 devices were received. 5 devices were not available for evaluation. Evaluation findings (results/components). 7 devices: wear problem, no device problem found / housing. 5 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition. 5 devices: archived by stryker. 5 devices: product not received. 2 devices: serviced and returned to customer.

Event description:
No change